Manufacturer narrative:
(B)(4). Approximate age of device ¿ 47 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a heart transplant on (B)(6) 2017 due to suspected pump thrombosis and stroke. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was returned attached to the outflow graft and bend relief hardware. The apical sewing ring was present on the distal end of the inlet tube. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The evaluation the returned pump did not reveal any device-related issue and a direct correlation to the reported suspicion of pump thrombosis and stroke could not be conclusively established. Device thrombosis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.